Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was attempted but showed no capture at maximum outputs and no sensing. The lead was explanted and exchanged for a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for evaluation. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.